Event description:
A customer reported that, following an intraocular lens (iol) implant procedure, the iol was decentered. It was repositioned again but again the iol was decentered. So the iol was exchanged in a secondary procedure. A radius incision was made in the optical part with a pair of scissors, and the iol was explanted while being rotated in a small incision.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that, iol deviation was confirmed. A loop is popping out of the continuous curvilinear capsulorhexis (ccc). Surgeon was in impression that the iol did not fit in the capsular bag a little. Thought that there might have been ims (infusion misdirection syndrome) during the surgery. During the secondary procedure, the incision expands to 2 8 mm. Made a radius cut in the optical part with scissors and explant it while rotating with a small incision. No adhesions were felt at the time of this removal.

Manufacturer narrative:
The product was returned for analysis. The iol was returned wrapped in a surgical gauze inside a plastic bag. Solution is dried on the iol. The optic is cut in the middle. The optic is also scratched/marked and cracked/fractured - rejectable. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. The root cause for the reported complaint could not be determined. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.6. The manufacturer internal reference number is: (B)(4).